Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have almost 2 hours of rewarming, remaining on arctic sun device s/n (B)(6). The flow rate was normally 1.1-1.2lpm, but right now it was down to 0.8lpm. They get a low air leak message intermittently. Also, the esophageal probe to the bedside monitor reads 34.5c, but the axillary temperature was reading 36.1c. Asked nurse to disconnect and reconnect the pad using proper technique and check for any kinks or tube compression. The pad tubing was going through a grommet and may be slightly compressed there. Nurse moved tubing. Flow went up to 1.2lpm but still seems to be fluctuating between 0.8 and 1.2lpm. Suggested monitoring the flow rate and water temperature. If the flow rate was too low the water cannot heat appropriately. Discussed temperature discrepancies between axillary and esophageal readings. Explained esophageal was core temperature, where the axillary may read warmer as it was closer to the 40c water in the pads. They do have a receiving blanket between the pad and the baby. Suggested taco-ing the pad around the baby. Rewarm from is 35.6c. Explained they could turn on the radiant warmer if their protocol allows. Confirmed the baby's head was on the pad. Asked them to continue to monitor baby and water temperatures as well as the flow rate.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They get a low air leak message intermittently. Also, the esophageal probe to the bedside monitor reads 34.5c, but the axillary temperature was reading 36.1c. Asked nurse to disconnect and reconnect the pad using proper technique and check for any kinks or tube compression. The pad tubing was going through a grommet and may be slightly compressed there. Nurse moved tubing. Flow went up to 1.2lpm but still seems to be fluctuating between 0.8 and 1.2lpm. Suggested monitoring the flow rate and water temperature. If the flow rate was too low the water cannot heat appropriately. Discussed temperature discrepancies between axillary and esophageal readings. Explained esophageal was core temperature, where the axillary may read warmer as it was closer to the 40c water in the pads. They do have a receiving blanket between the pad and the baby. Suggested taco-ing the pad around the baby. Rewarm from is 35.6c. Explained they could turn on the radiant warmer if their protocol allows. Confirmed the baby's head was on the pad. Asked them to continue to monitor baby and water temperatures as well as the flow rate. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have almost 2 hours of rewarming, remaining on arctic sun device s/n (B)(6). The flow rate was normally 1.1-1.2lpm, but right now it was down to 0.8lpm. They get a low air leak message intermittently. Also, the esophageal probe to the bedside monitor reads 34.5c, but the axillary temperature was reading 36.1c. Asked nurse to disconnect and reconnect the pad using proper technique and check for any kinks or tube compression. The pad tubing was going through a grommet and may be slightly compressed there. Nurse moved tubing. Flow went up to 1.2lpm but still seems to be fluctuating between 0.8 and 1.2lpm. Suggested monitoring the flow rate and water temperature. If the flow rate was too low the water cannot heat appropriately. Discussed temperature discrepancies between axillary and esophageal readings. Explained esophageal was core temperature, where the axillary may read warmer as it was closer to the 40c water in the pads. They do have a receiving blanket between the pad and the baby. Suggested taco-ing the pad around the baby. Rewarm from is 35.6c. Explained they could turn on the radiant warmer if their protocol allows. Confirmed the baby's head was on the pad. Asked them to continue to monitor baby and water temperatures as well as the flow rate.